Manufacturer narrative:
The device was received deployed. During fluid path testing, fluid was observed to be leaking. A closer inspection found a hole in the exposed portion of the soft cannula, resulting in the observed fluid leak during investigation. The timing and cause of the damaged soft cannula could not be determined. Inspection of the download data and patient history buffer data showed no evidence of issues with insulin delivery. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone15.4 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours. As treatment information was not provided. The device was originally reported for hyperglycemia and not sure delivering insulin.